Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hip surgery on (B)(6) 2018, the surgeon was reaming with a 9mm reamer. The surgeon encountered a tough bone and decided to make use of a reamer which was front cutting. The surgeon then reamed up to 11.5mm to accommodate for a 10mm nail. While reaming, the flexible shaft connector broke and a cap popped off, along with the springs and a washer. Reaming was commenced, and the nail was inserted with no issues. Procedure was completed successfully with no patient harm. Concomitant devices: nail (part: unknown, lot: unknown, quantity: 1); 9mm reamer (part: unknown, lot: unknown, quantity: 1); 9.5mm reamer (part: unknown, lot: unknown, quantity: 1) . This report is for a flexible shaft connector. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 351.16j; lot: 2201583; manufacturing site: bettlach; release to warehouse date: june 20, 2006. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.